Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced difficulty when going to the bathroom, had a lot of pain, and could hardly walk. The patient stated she returned to the physician and reported that the physician used a camera to look into her bladder. The patient stated she had the sling slackened. There was no additional information provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.